Manufacturer narrative:
(B)(4). Result: no sample was available for an evaluation to perform a definitive investigation. A review of the device history report was reviewed, with no abnormalities noted. Applicable process was reviewed and there are proper controls in place to detect product malfunctions. Manufacturing review noted no issues detected from manufacturing process, maintenance or calibrated instruments. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode; without a sample, an absolute root cause cannot be determined.

Event description:
It was reported that a leak occurred from the suspect device, the stopcock, which was connected to a chemotherapy infusion of the patient. The tee shirt and the shorts of the patient were saturated with chemotherapeutic agent. His wife, two nurses and a care assistant touched the soaked tee shirt with bare hands. No medical intervention was rendered following the chemotherapy agent exposure.